Event description:
During insert of screw in variax fibula plate (B)(4) there came a 10 long metal spun out of the plate.

Manufacturer narrative:
Evaluation summary: the reported event that material fragmented from the plate could not be confirmed, since the device was not returned for evaluation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Possible root causes (not exhaustive): - damage during drilling - wrong screw angle a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During insert of screw in variax fibula plate ((B)(4)) there came a 10 long metal spun out of the plate.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.